Manufacturer narrative:
Facility name: (B)(6) hospital. The device was returned to olympus for evaluation and customer allegation of image out of focus or blurry was not confirmed. Evaluation of the device revealed damage on charged coupled device (ccd) unit in endoscope connector, color tone of the image was not proper. Image was magenta or green only. Additional observations included: adhesive on the bending section cover has a chip, the video cable had a scratch, the video connector had a crack. Also, the light guide lens (lg)-cover glass had a scratch and a chip. Indication on light guide connector was not correct. Due to damage, the switch was not working. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
It was reported to olympus by a customer that a visera laparo-thoraco videoscope had an image out of focus or blurry. There was no reported patient harm or impact due to this event. Upon evaluation of the returned device, it was observed that damage on charged coupled device (ccd) unit in endoscope connector, color tone of the image was not proper. The image was magenta or green only. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer. Patient identifier: c23003080 MFR report# (B)(6). B3: event date 09dec2022 b5:the procedure was completed with a similar device. The issue occurred during the procedure. D10: otv-s190. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The event date was provided by the customer. The procedure was completed with a similar device. The issue occurred during the procedure.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h6, h8, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the irregular color tone occurred due to a defective image sensor unit caused by stress of repeated use, external factors, or handling. The root cause of this event was unable to be identified. The following is included in the instructions for use: ¿3.6 inspection of the endoscopic system in the operation manual "chapter 3 preparation and inspection. 1. Before inspection, wipe the objective lens using a clean, lint-free cloths. 2. Turn on the video system center, light source, monitor and inspect the endoscopic image as described in their respective instruction manuals. 3. Adjust the brightness level as appropriate. 4. While observing the palm of your hand, confirm that the examination light is output and that the endoscopic image is free from noise, blur, fog or other irregularities. 5. Angulate the endoscope and confirm that the endoscopic image is free from momentary disappearing or other irregularities.¿ olympus will continue to monitor field performance for this device.